Event description:
Implant malfunctioned due to stuck componentsthe initial report did not have the correct event type documented, thecorrect event type, malfunction, is provided in this follow-up report

Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, malfunction, is provided in this follow-up report

Event description:
Implant failed due to a failure to osseointegrate.